Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the phase reference was reset to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the ablation system were evaluated by medtronic personnel. The logs found that the phase drift occurred in 3-4 minute intervals on the system. It was reported that the laser for the ablation system was used in excess of the recommended 120 seconds of use, per the ablation system instructions for use (IFU). It was noted that the phase references was reset twice at various times during the fifth and sixth session in the logs provided.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt), the temperatures on the ablation system were inconsistent between what was observed on the temperature map (tmap) and what was expected. It was reported that the temperature on the temperature map (tmap) was twenty degrees celsius when expected to be around 37 degrees celsius. The phase reference on the system was reset and it was closer to the expected value but still varied. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that the noise originated from the computer room cabinet which would gradually overheat after ten minutes due to a water exchange issue. The reported issue was evaluated by medtronic software engineers. It was reported that the siemens scanner had incorrect adjustments leading to the reported issue, following re-adjustment the issue was resolved. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.